Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failing pim test during maintenance. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: d5, e2, e3, e4, e1 (initial reporter, event site email) , h6 (medical device ¿ problem code). The fse stated that the pneumatic module assy, r0hs (0997-00-1178) was replaced and the unit was functionally tested with no further failures or issues. All services were completed, including full preventive maintenance, safety checks, calibration, and functionality testing in accordance with factory specifications. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy, this part was received with a reported unit failure message of ¿failing pim test.¿ the failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed pneumatic module assy. Into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold tests and pim leak tests and passed within the factory¿s specifications. The fat department could not verify the reported failure of ¿failing pim test.¿ pneumatic module assy. Passed testing. The compressor scroll will be retained in the fat department per procedure 0002-07-d008 rev au.